Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the display connection anomaly. The customer reported no adverse event. The event involved product(s) mmt-6112. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6112.

Manufacturer narrative:
An attempt to reproduce the reported event using carepartner app with 3.4.0[9115] prod build installed on iphone 15 pro (ios 18.5) was conducted and confirmed the issue is not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, and reviewed the logs from may 22 and found that when the user attempted to send a link request to the patient, the request was not successful. It appears the care partner initially sent the request via a browser but did not see it reflected in the cp app. Consequently, they tried sending the request again from the cp app, which resulted in an http 409 response (B)(6) 2025, indicating a conflict, likely because a link already existed or was pending. Additionally, I reviewed the dashboard logs for the past 15 days and found logs available from (B)(6) 2025, through today. The presence of the newpatientdatareceivedevent in the logs indicates the patient is successfully linked and receiving new data. Therefore, the issue appears to be resolved for the user. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: please do the following recommendation steps: 1) confirm if the carepartner is still not linked with the patient. 2) if the user reports they are not able to confirm the carepartner is linked or not, please ask them to login to carelink website in browser. 3) if the patient confirms the accounts are not linked. 4) please ask cp to send link request again and patient to accept the link request in cl browser outside of the app within 24 hours. The helpline has provided us with feedback regarding the outcome of the resolution steps implemented and has confirmed the issue has been successfully resolved medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer reported display connection anomaly. Customer's father wanted to use carelink connect app. Sent follower request that could be accepted in the customer's account. Active connection was established in the carelink follower account as well but the request did not disappear in the carelink connect app, this allegation is not falling under reportable scenario. Hence the event reported under regulatory report number 2032227-2025-193861 is not reportable.